Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have fallen down the stairs which caused insulin pump to crack at right side of display screen. Customer's blood glucose was 145 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.